Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. Device returned for evaluation. Conclusion not yet available - evaluation in progress.

Manufacturer narrative:
Device evaluation concluded stimulation ins (njy296439h) connector module part(s) out of alignment.

Event description:
Implantable neurostimulator (ins) returned to manufacturer. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Device analysis concluded the stim ins (njy296439h) connector module part(s) were out of alignment due to strain relief.

Manufacturer narrative:
Analysis indicated no root cause has been identified for stim ins (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via a manufacturing representative that during an implant procedure the surgeon was unable t o advance the lead all the way into the housing unit of the implantable neurostimulator. Multiple attempts were tired. The set screw was back out and he tried moistening the lead. All attempts failed. It appeared the lead hang up occurred at the third silver bar just past the set screw. Patient status at the time of this report was alive, no injury. The lead was to be returned. Further follow up is being conducted regarding the return. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.